Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. The patient had a loss of bowel control. The first few days after implant were good and after the patient got up this morning, they lost bowel control. The patient¿s follow-up appointment was not until (B)(6) 2015. The health care provider (hcp) did not give direction as far as increasing the amplitude. The patient and their spouse wanted to increase the stimulation slightly. The patient was currently on program 2 at 2.2v and it was confirmed that the implantable neurostimulator (ins) was on. They increased to 2.3v and the patient thought they felt something. It would be left at 2.3v and the patient¿s symptoms would be monitored. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins serial number (B)(4) revealed that lead segment returned in the ins connector port. There were no significant anomalies found, device functioning okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0mqlw, implanted: (B)(6) 2015, product type: lead. (B)(4).